Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's diabetes educator reported that the pump was not delivering basal. The customer stated that this was observed in the pump data. The customer had not been using the pump for insulin therapy since (B)(6) 2018 and was using manual injections. Tandem technical support did not see a recent data upload. Reportedly, the customer indicated that the data would be uploaded; however, the more recent data had not been uploaded for review. Multiple attempts were made to contact the customer. The customer did not reply to the requests for additional information.